Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. During visual inspection and initial boot-up the unit was unable to power on due to frayed and exposed wires on power extension cable. The backplate of the device and power extension cable were removed, the power supply was connected directly to the device and the device was able to power on and send reading successfully. The reported event that "pes made a loud popping sound" was confirmed with frayed and exposed wires. The reported event of "pes sparking" could not be determined as device was not attempted to power on due to fraying. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that sparking was observed from the patient electronics system. The patient did not notice any fraying on any of the cables. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.